Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and when the medical team were going transseptal with the device, the physician stated they were experiencing difficulty advancing the sheath across the septum. The sheath was removed from the body and they noticed the tip of the sheath was deformed. The sheath was replaced and the issue resolved. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
G1 manufacturer site postal code: 757438. G1 manufacturer site zip code: 65. G1 manufacturer site phone: 63737200. The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functionality test of the returned device were performed. Visual analysis revealed that the irrigation hole in the tip area of the sheath was deformed and the soft tip was bumped. No other damage or anomalies were observed on the device. A device history record review was performed for the finished device 73000054 number, and no internal actions related to the complaint were found during the review. The intracardiac resistance issue reported by the customer was confirmed, based on the conditions observed on the device. This failure could be related to a potential skin incision size relative to sheath during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: use direct imaging guidance (such as fluoroscopy or intracardiac ultrasound) to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).